Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not running. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A technical support specialist dialed into the station, logged in as care fusion admin and followed knowledge article, bioid lumidigm update package 1.3 release for es-failure recovery fix, to uninstall and reinstall the bio ID driver. The process was successful, and the station was rebooted. The customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist troubleshot the device.